Event description:
A surgeon reported that a device has been explanted due to opacification. Request has been made for additional information. Device implanted in 2002.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.